Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a hip infection and the surgeon electing to do a head and liner washout.